Manufacturer narrative:
(B)(4). Insulin pump had missing retainer, missing reservoir tube o-ring. Insulin pump p-cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. The customer stated that the reservoir was lock into place. It was unknown how damaged occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.